Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: mw5032179) on 11-dec-2013. The most recent information was received on 15-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pains in pelvic area/ pelvic pain/ persistent pain/') and uterine inflammation ('inflamed uterus') in an adult female patient who had essure (batch no. 654836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she had trouble with the other side to went in/ one side went in easily, but she had trouble with the other side". The patient's medical history included c-section (on (B)(6) 2010 re-open c-section because infection.) On (B)(6) 2010, psychological disorder nos, multigravida, parity 1 (date of birth: (B)(6) (B)(6) 2010), habitual abortion (spontaneous), wound debridement, endometriosis and endometriosis. Negative for ethanol or recreational drug use. No abnormality was identified in the fallopian tubes. Previously administered products included for an unreported indication: clindamycin and levaquin. Concurrent conditions included wound infection since (B)(6) 2010, gestational diabetes, cigarette smoker, cellulitis, abdominal wall abscess, periorbital swelling, hyperplasia endometrial, uterine prolapse, colposcopy, abdominal adhesions, cervix enlargement, absence of menstruation, feelings of weakness, menorrhagia and anesthesia. Concomitant products included alprazolam (xanax), antibiotics, diphenhydramine hydrochloride, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and muscle relaxants. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage ("heavy bleeding and clotting / bleeding / irregular bleeding / abnormal bleeding"), headache ("headaches / headaches"), loss of libido ("no sex drive / loss of sex drive"), dizziness ("dizziness"), insomnia ("insomnia/ insomnia"), hot flush ("hot flashes day and night") and nausea ("nausea"), was found to have weight increased ("weight gain/ weight gain") and underwent cyst removal ("cysts / cyst removal"). In (B)(6) 2014, the patient experienced post procedural pain ("surgery pain / a little sore / cramped the first couple of days"), procedural headache ("throbbing sharp pains on the right side of head") and the first episode of procedural pain ("sharp shooting pains from neck up into the right side of head 1 week after surgery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criterion medically significant), investigation noncompliance ("she not underwent an essure confirmation test"), abdominal distension ("bloating"), menstruation irregular ("irregular periods"), rash ("skin rash"), asthenia ("regained energy"), anxiety ("mental anguish / suffering associated with her physical injuries"), fatigue ("fatigue"), back pain ("back pain") and the second episode of procedural pain ("shoulder pain 1 week after surgery"). The patient was treated with surgery (removed tubes and uterus / hysterectomy, cyst removal on (B)(6) 2014 and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine inflammation, genital haemorrhage, headache, weight increased, loss of libido, dizziness, insomnia, hot flush and cyst removal had resolved and the investigation noncompliance, abdominal distension, menstruation irregular, rash, asthenia, anxiety, nausea, fatigue, back pain, post procedural pain, procedural headache and the last episode of procedural pain outcome was unknown. The reporter provided no causality assessment for investigation noncompliance with essure. The reporter considered abdominal distension, anxiety, asthenia, back pain, cyst removal, dizziness, fatigue, genital haemorrhage, headache, hot flush, insomnia, loss of libido, menstruation irregular, nausea, pelvic pain, post procedural pain, procedural headache, rash, uterine inflammation, weight increased, the first episode of procedural pain and the second episode of procedural pain to be related to essure. The reporter commented: she not claim about unintended pregnancy or nickel allergy or any other component of essure. She did not claim that she experienced any hypersensitivity reaction to nickel or any other component of essure.she had never experienced the claimed injuries before the date of essure placement. She did not claim that essure worsened a previously existing injury/condition. She did not retain the essure or any portion of it. She was not advised of any complications from essure removal procedure. She had not sought medical treatment for abnormal bleeding, pelvic pain, headaches, insomnia, nausea, weight gain, cysts. She said one side went in easily, but she had trouble with the other side. The patient is a gravida 8, para .postoperative diagnoses pelvic adhesive disease in (B)(6) 2014, she had her tubes and uterus removed, she kept her ovaries and cervix. She stated she is feeling much better. She stated her post surgery neck, headache and shoulder pain could be due to a pinched never or something when they put the tube down her throat for anesthesia diagnostic results: on (B)(6) 2014 pelvic sonogram:the uterus measures 9.4 x 4.4 x 4.6 cm and is inhomogeneous in echo-texture with sub-endometrial striations and indistinct myometrial/endometrial border. The endometrium measures 7 mm. The right ovary is visualized, measuring 30 x 20 x 33 mm and has a normal appearance. The left ovary is visualized, measuring 24 x 11 x 22 mm and has a normal appearance. Impression: adenomyosis the first segment of fallopian tube with fimbria measures 6.4 x 0.5 x 0.5 cm and contain a 1.0 cm para tubal yellow, fatty tissue. The entire fimbria and one cross-section of the tube with para tubal yellow tissue are submitted labeled c. The second segment of fallopian tube with fimbria measures 3.9 x 0.5 )( 0.5 cm. The entire fimbria and one cross-section concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events chronic pelvic pain, quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Amendment: the report was amended for the following reason: case correction done. Company causality for events were corrected. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: mw5032179) on 11-dec-2013. The most recent information was received on 08-jun-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pains in pelvic area/ pelvic pain/ persistent pain/') and uterine inflammation ('inflamed uterus') in an adult female patient who had essure (batch no. 654836) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she had trouble with the other side to went in/ one side went in easily, but she had trouble with the other side". The patient's medical history included c-section (on (B)(6) 2010 re-open c-section because infection.) On (B)(6) 2010, psychological disorder nos, multigravida, parity 1 (date of birth: (B)(6) 2010), habitual abortion (spontaneous), wound debridement, endometriosis and endometriosis. Negative for ethanol or recreational drug use. No abnormality was identified in the fallopian tubes. Previously administered products included for an unreported indication: clindamycin and levaquin. Concurrent conditions included wound infection since (B)(6) 2010, gestational diabetes, cigarette smoker, cellulitis, abdominal wall abscess, periorbital swelling, hyperplasia endometrial, uterine prolapse, colposcopy, abdominal adhesions, cervix enlargement, absence of menstruation, feelings of weakness, menorrhagia and anesthesia. Concomitant products included alprazolam (xanax), antibiotics, diphenhydramine hydrochloride, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and muscle relaxants. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital hemorrhage ("heavy bleeding and clotting / bleeding / irregular bleeding / abnormal bleeding"), headache ("headaches / headaches"), loss of libido ("no sex drive / loss of sex drive"), dizziness ("dizziness"), insomnia ("insomnia/ insomnia"), hot flush ("hot flashes day and night") and nausea ("nausea"), was found to have weight increased ("weight gain/ weight gain") and underwent cyst removal ("cysts / cyst removal"). In (B)(6) 2014, the patient experienced post procedural pain ("surgery pain / a little sore / cramped the first couple of days"), procedural headache ("throbbing sharp pains on the right side of head") and the first episode of procedural pain ("sharp shooting pains from neck up into the right side of head 1 week after surgery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criterion medically significant), investigation noncompliance ("she not underwent an essure confirmation test"), abdominal distension ("bloating"), menstruation irregular ("irregular periods"), rash ("skin rash"), asthenia ("regained energy"), anxiety ("mental anguish / suffering associated with her physical injuries"), fatigue ("fatigue"), back pain ("back pain") and the second episode of procedural pain ("shoulder pain 1 week after surgery"). The patient was treated with surgery (removed tubes and uterus / hysterectomy, cyst removal on (B)(6) 2014 and hysterotomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine inflammation, genital hemorrhage, headache, weight increased, loss of libido, dizziness, insomnia, hot flush and cyst removal had resolved and the investigation noncompliance, abdominal distension, menstruation irregular, rash, asthenia, anxiety, nausea, fatigue, back pain, post procedural pain, procedural headache and the last episode of procedural pain outcome was unknown. The reporter provided no causality assessment for investigation noncompliance with essure. The reporter considered abdominal distension, anxiety, asthenia, back pain, cyst removal, dizziness, fatigue, genital hemorrhage, headache, hot flush, insomnia, loss of libido, menstruation irregular, nausea, pelvic pain, post procedural pain, procedural headache, rash, uterine inflammation, weight increased, the first episode of procedural pain and the second episode of procedural pain to be related to essure. The reporter commented: she not claim about unintended pregnancy or nickel allergy or any other component of essure. She did not claim that she experienced any hypersensitivity reaction to nickel or any other component of essure. She had never experienced the claimed injuries before the date of essure placement. She did not claim that essure worsened a previously existing injury/condition. She did not retain the essure or any portion of it. She was not advised of any complications from essure removal procedure.s he had not sought medical treatment for abnormal bleeding, pelvic pain, headaches, insomnia, nausea, weight gain, cysts. She said one side went in easily, but she had trouble with the other side. The patient is a gravida 8, para .postoperative diagnoses pelvic adhesive disease. In (B)(6) 2014, she had her tubes and uterus removed, she kept her ovaries and cervix. She stated she is feeling much better. She stated her post surgery neck, headache and shoulder pain could be due to a pinched never or something when they put the tube down her throat for anesthesia. Diagnostic results: on (B)(6) 2014 pelvic sonogram: the uterus measures 9.4 x 4.4 x 4.6 cm and is inhomogeneous in echo-texture with sub-endometrial striations and indistinct myometrial/endometrial border. The endometrium measures 7 mm. The right ovary is visualized, measuring 30 x 20 x 33 mm and has a normal appearance. The left ovary is visualized, measuring 24 x 11 x 22 mm and has a normal appearance.impression: adenomysis the first segment of fallopian tube with fimbria measures 6.4 x 0.5 x 0.5 cm and contain a 1.0 cm para tubal yellow, fatty tissue.the entire fimbria and one cross-section of the tube with para tubal yellow tissue are submitted labeled c. The second segment of fallopian tube with fimbria measures 3.9 x 0.5 )( 0.5 cm. The entire fimbria and one cross-section. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events chronic pelvic pain, lot number:654836. Manufacturing date:2009-07. Expiration date:2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: quality-safety evaluation of ptc. (Product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing pains in pelvic area/ pelvic pain/ persistent pain/"), uterine inflammation ("inflamed uterus") and genital haemorrhage ("heavy bleeding and clotting / bleeding / irregular bleeding / abnormal bleeding") in a female patient who had essure (batch no. 654836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she had trouble with the other side to went in/ one side went in easily, but she had trouble with the other side". The patient's past medical history included psychological disorder nos, multigravida, parity 1 (date of birth: (B)(6) 2010, (B)(6) 2010), miscarriage of pregnancy, c-section (on (B)(6) 2010 re-open c-section because infection.) On (B)(6) 2010, wound debridement and endometriosis. Negative for ethanol or recreational drug use. No abnormality was identified in the fallopian tubes. Previously administered products included for an unreported indication: clindamycin and levaquin. Concurrent conditions included gestational diabetes, smoker, wound infection since (B)(6) 2010, cellulitis, abdominal wall abscess, periorbital swelling, hyperplasia endometrial, uterine prolapse, colposcopy, abdominal adhesions, cervix enlargement, absence of menstruation and feelings of weakness. Concomitant products included anaesthetics (anesthesia) for hysterectomy as well as alprazolam, antibiotics, diphenhydramine hydrochloride (benadryl), ibuprofen, muscle relaxants and vicodin. On (B)(6) 2010, the patient had essure inserted. In january 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches / headaches"), weight increased ("weight gain/ weight gain"), loss of libido ("no sex drive / loss of sex drive"), dizziness ("dizziness"), insomnia ("insomnia/ insomnia"), hot flush ("hot flashes day and night"), nausea ("nausea") and cyst removal ("cysts / cyst removal"). In (B)(6) 2011, the patient underwent genital haemorrhage (seriousness criterion medically significant), headache ("headaches / headaches"), weight increased ("weight gain/ weight gain"), loss of libido ("no sex drive / loss of sex drive"), dizziness ("dizziness"), insomnia ("insomnia/ insomnia"), hot flush ("hot flashes day and night"), nausea ("nausea") and cyst removal ("cysts / cyst removal"). In (B)(6) 2014, the patient experienced procedural pain ("surgery pain / a little sore / cramped the first couple of days"), procedural headache ("throbbing sharp pains on the right side of head") and neck pain ("sharp shooting pains from neck up into the right side of head 1 week after surgery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criterion medically significant), investigation noncompliance ("she not underwent an essure confirmation test"), abdominal distension ("bloating"), menstruation irregular ("irregular periods"), rash ("skin rash"), asthenia ("regained energy"), anxiety ("mental anguish / suffering associated with her physical injuries"), fatigue ("fatigue"), back pain ("back pain") and musculoskeletal pain ("shoulder pain 1 week after surgery"). The patient was treated with surgery (removed tubes and uterus / hysterotomy), surgery (hysterectomy) and surgery (cyst removal on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine inflammation, genital haemorrhage, headache, weight increased, loss of libido, dizziness, insomnia, hot flush and cyst removal had resolved and the investigation noncompliance, abdominal distension, menstruation irregular, rash, asthenia, anxiety, nausea, fatigue, back pain, procedural pain, procedural headache, neck pain and musculoskeletal pain outcome was unknown. The reporter considered abdominal distension, anxiety, asthenia, back pain, cyst removal, dizziness, fatigue, genital haemorrhage, headache, hot flush, insomnia, loss of libido, menstruation irregular, musculoskeletal pain, nausea, neck pain, pelvic pain, procedural headache, procedural pain, rash, uterine inflammation and weight increased to be related to essure. The reporter provided no causality assessment for investigation noncompliance with essure. The reporter commented: she not claim about unintended pregnancy or nickel allergy or any other component of essure. She did not claim that she experienced any hypersensitivity reaction to nickel or any other component of essure. She had never experienced the claimed injuries before the date of essure placement. She did not claim that essure worsened a previously existing injury/condition. She did not retain the essure or any portion of it. She was not advised of any complications from essure removal procedure. She had not sought medical treatment for abnormal bleeding, pelvic pain, headaches, insomnia, nausea, weight gain, cysts. She said one side went in easily, but she had trouble with the other side. The patient is a gravida 8, para. Postoperative diagnoses pelvic adhesive disease in (B)(6) 2014, she had her tubes and uterus removed, she kept her ovaries and cervix. She stated she is feeling much better. She stated her post surgery neck, headache and shoulder pain could be due to a pinched nerve or something when they put the tube down her throat for anesthesia. Diagnostic results: on (B)(6) 2014 pelvic sonogram:the uterus measures 9.4 x 4.4 x 4.6 cm and is inhomogeneous in echo-texture with sub-endometrial striations and indistinct myometrial/endometrial border. The endometrium measures 7 mm. The right ovary is visualized, measuring 30 x 20 x 33 mm and has a normal appearance. The left ovary is visualized, measuring 24 x 11 x 22 mm and has a normal appearance. Impression: adenomyosis the first segment of fallopian tube with fimbria measures 6.4 x 0.5 x 0.5 cm and contain a 1.0 cm para tubal yellow, fatty tissue. The entire fimbria and one cross-section of the tube with para tubal yellow tissue are submitted labeled c. The second segment of fallopian tube with fimbria measures 3.9 x 0.5 )( 0.5 cm. The entire fimbria and one cross-section quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: pfs and medical record received. Events ¿nausea, mental anguish, dizziness, regained energy, treatment non compliance, device insertion difficult, she had trouble with the other side to went in, hot flashes, back pain are added. Historical condition, concomitant condition, historical & concomitant drug are added. Patient, reporter, lab and product information updated. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ on 15-nov-2017: the events (reported via social media and received in company via lawyer) shoulder pain 1 week after surgery, sharp shooting pains from neck up into the right side of head 1 week after surgery, throbbing sharp pains on the right side of head and surgery pain / a little sore / cramped the first couple of days were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.